Manufacturer narrative:
Patient identifier and weight not provided by site. The packaging was discarded for this unit and the lot # could not be specifically determined. The hme filter was shown to a ge healthcare sales specialist and photographs were taken. The filter remained with the site. The photographs were evaluated by ge healthcare engineers. Samples from in-house inventory were drawn per a sampling plan and evaluated. It was determined that a plastic membrane occluded the majority of the internal opening of the filter. The root cause is believed to be that the position of the mold and the torque applied to the mold during the plastic housing manufacturing were not set properly resulting in a remnant plastic membrane. It was determined that the part inspection process was not adequate to detect this defect. The affected products were placed on ship hold to contain the defect. All potentially affected parts still in ge healthcare's possession have been reworked and re-inspected per a new test procedure. Ge healthcare has initiated a recall of the potentially defective units under correction/removal number: 2242551-04/29/11-004-r. Device manufacture date is not known as the circuit lot was not recorded by the end user. However, from evaluation it was determined that the filter was manufactured sometime between 01/12/2011 and 01/25/2011.

Event description:
It was reported that after induction of a patient there was an immediate drop in oxygen saturation. A certified registered nurse anesthesiologist (crna) (B)(6) tried but was unable to ventilate the patient. The connection to the oxygen source was via the anes circuit (anesthesia circuit) containing an in-line moisture filter (hme filter). A doctor re-intubated and confirmed the placement of the tube. Then the doctor attached the anesthesia circuit, tried to ventilate and could not get air movement. He ruled out a medical cause and disconnected the anesthesia circuit. He obtained a transport circuit, hooked it to an oxygen tank and was able to ventilate the patient. The patient's oxygen saturation returned to normal levels. Upon inspection, the 5701 hme filter within the anesthesia circuit was found to be occluded by a piece of plastic. There was a slight leak in the occlusion allowing a small amount of air to pass through. The doctor confirmed the patient suffered no injury as a result of this event and the patient's outcome was good.